Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a faulty gold force sensor resistor. The insulin pump passed the displacement test. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.

Event description:
It was reported that the insulin pump alarmed motor error during insulin bolus delivery. Device was exposed to x rays. Customer does not use the sensor feature and is able to rewind the insulin pump. Nothing further reported.